Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noisy signals that resulted in pacing inhibition. Additionally, the lead exhibited jumpy impedances that remain within range. It was noted that the impedance has also been gradually rising. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).